Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient has had to recharge frequently since implant, but it got worse over time. The patient was told that the frequent recharging was due to how much the patient used the stimulation. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for multiple back operations and post laminectomy pain. It was reported that the patient had to charge the ins every few days. The patient said it uses about 25% of the battery every day. The patient said it got worse over time. The patient first noticed the issue maybe a year ago. It was reviewed recharging frequency depends on settings. The patient was recommended to have their hcp or manufacturer representative call technical services to calculate what normal recharging frequency for the device should be. The patient also mentioned that the therapy is not nearly as effective as when he first got the device. The patient noticed this maybe 6 months prior to the day of the call. The patient didn't know if he built up a resistance. It was recommended the patient meet a hcp or rep for an adjustment. No further complications were reported.